Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. A visual inspection was performed and showed defects to the outer case. Functional inspection was performed and showed the device cannot generate negative pressure or generate alarms, establishing a relationship between the device and the reported event. The root cause was identified as a defective mainboard. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during service evaluation the mainboard was found defective and the device cannot generate and control negative pressure and cannot generate alarms under expected conditions. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.